Manufacturer narrative:
No unexpected power loss alarm noted during testing. However, power error alarm confirms in the long trace. The detailed trace analysis confirmed the alarms, and the root cause was the non-sleep anomaly software error. The pump was received with minor scratches on the lcd window, cracked battery tube threads, a scratched case and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced multiple power loss alarms from their insulin pump. The patient's blood glucose level was 167 mg/dl at the time of the call. The customer sent the product back for analysis.